Event description:
It was reported that the device was used during a gastric bypass. It was reported that the staples did not form properly. An autosuture device was used to complete the case. There was no consequence to the pt.